Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported this device was beeping post surgery and there was a battery depletion (bd) alert. The device battery was then checked and was at 90% remaining. Technical services requested a data download but none was provided. The device remains implanted.